Event description:
The customer's mother reported that the customer was involved in a non-diabetes related auto accident. The customer's mother reported that the customer was the passenger in the car and was not driving. The customer's mother reported that paramedics responded to the scene and determined that the patient's blood glucose level was 400 mg/dl at the time of the incident. The customer's mother reported that the insulin pump's display screen was cracked by the car's airbag and that the screen had become difficult to read. The customer's mother reported that the insulin pump's display was blotchy and had black throughout it. Later on the night of the incident, the customer's blood glucose level dropped to 65 mg/dl. Customer's blood glucose level at the time of the call was not provided. The customer's mother was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked, bleeding lcd glass, minor scratched display window, cracked battery tube threads and cracked reservoir tube lip.